Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The patient is pacing-dependent. Reportedly, the subject pacemaker was connected to the previously implanted lead. Twenty minutes after the end of replacement procedure, loss of capture was observed on an external ECG. The pacing threshold was measured at 0.75 v in unipolar and bipolar configuration with both pacemaker and psa. As a result, the physician decided to replace the pacemaker and the lead. While attempting to replace the ventricular lead, the physician realized that the patient had a mechanical tricuspid valve and that the lead was placed inside the coronary sinus, not in the right ventricular septum or apex.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The patient is pacing-dependent. Reportedly, the subject pacemaker was connected to the previously implanted lead. Twenty minutes after the end of replacement procedure, loss of capture was observed on an external ECG. The pacing threshold was measured at 0.75 v in unipolar and bipolar configuration with both pacemaker and psa. As a result, the physician decided to replace the pacemaker and the lead. While attempting to replace the ventricular lead, the physician realized that the patient had a mechanical tricuspid valve and that the lead was placed inside the coronary sinus, not in the right ventricular septum or apex.